Event description:
On (B)(6) 2013, it was reported to us that the post of the tibial insert had broken in the pt.

Manufacturer narrative:
The details of the incident, so far as has been reported, are as follows: unk bks primary tka, unk infection happened, unk antibiotic cement spacer mold, on (B)(6) 2013 revision tka. Both femoral and tibial component were utilized one size smaller size than primary one. On (B)(6) 2013, the pt felt hyposthenia from her knee and collapsed. Surgeon looked at condition and found ps spine fracture. (163-1214 ps insert #2/14mm lot 48507), unk re-revision surgery. Surgeon assumes smaller femoral component decreases "posterior condylar offset" and he left osteophyte at posterior condylar area. These two fact made easy to dislocate and he should address these things during revision surgery. And pt weight is (B)(6). He thinks this accident was an isolated case that multiple factors were touched so far. And fractured tibial insert was discarded by hospital to follow their rules, so we cannot retrieve it. (B)(4) qa manager, (B)(4) will submit detail info and official report to (B)(4) soon.